Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer successfully installed a second cartridge and the cartridge alarm was resolved. Additionally, the customer received an occlusion alarm during bolus delivery. The customer stated that they would perform a supply change to resolve the occlusion alarm and declined troubleshooting. The customer's blood glucose (bg) during these events was 280mg/dl. A correction bolus was delivered and the customer's temporary basal insulin rate was increased.